Manufacturer narrative:
Update: the devices associated with this report were not returned. A review of the device history records for lot codes 1216642 and 1198829 did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the unknown depuy device. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges pain, loosening and metallosis.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update ((B)(6) 2017) - pfs and medical records received. After review of the medical records for MDR reportability, alleges pain, limited mobility, high metallosis, defective devices resulting in revision surgeries. Revising surgeon indicated that there was very little metallosis present, but stated that her acetabular cup was "severely retroverted". Postop diagnosis was "malpositioning with instability" and "minimal metal-on-metal reaction". Pathologist indicated that tissue sent from revision surgery showed chronic inflammation and foreign body giant cell reaction. Metal ion labs available are significantly elevated for cobalt and chromium > 7.0 ppb. There was no indication of implant loosening. The unknown product previously reported wil be identified as the cup, for malposition, and the stem will be added with the additional harm, elevated metal ions. Corrected lot/manufacturing date info for liner and head.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.